Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the obturator broke. No further information available. No patient consequences were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # r9217a. Device analysis: the analysis results found that the 2b5lt device was returned with the obturator cannula damaged bent. Upon testing, the obturator was inserted and removed with difficulties through the sleeve. The device was disassembled, in order to evaluate the condition of the seals and was confirmed that the seals were found damage and the lubricant was insufficient from the seals causing the removing issue. The most likely cause for the found condition is related to the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.